Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total hip arthroplasty (tha) procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event.